Manufacturer narrative:
Visual inspection of the device showed a slight bend in the distal shaft approximately 2cm from tip and the distal shaft tubing is twisted just distal to the transition area between the distal and proximal shafts. There is dried saline in the luer and on the distal tip. There is dried body fluid present in the luer, on the handle, on the shaft and the tip. During functional testing of the device the steering knob and tension control knob functioned properly with no abnormal resistance. During dimensional testing the right curved passed with an irregular shape and the left curve failed to reac the specification. X-ray of the catheter revealed a guide wire collapse. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the procedure was cancelled. The intellanav mifi open-irrigated ablation catheter was used in a premature ventricular contractions (pvc) in bulbus aortae (aorta ascendens) procedure. During the procedure ablation was not completely successful on the right side. The physician changed to left via retrograde approach. After mapping was completed again, however is was not possible to reach the desired location with the ablation catheter. The catheter was removed and it was noted that the distal area was completely twisted. The procedure was canceled with no patient complications being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the procedure was cancelled. The intellanav mifi open-irrigated ablation catheter was used in a premature ventricular contractions (pvc) in bulbus aortae (aorta ascendens) procedure. During the procedure ablation was not completely successful on the right side. The physician changed to left via retrograde approach. After mapping was completed again, however is was not possible to reach the desired location with the ablation catheter. The catheter was removed and it was noted that the distal area was completely twisted. The procedure was canceled with no patient complications being reported.